Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) clinical study. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully. Within thirty minutes of undergoing the bronchial thermoplasty procedure at 08:30, the patient experienced exacerbation of her asthma with symptoms including shortness of breath (sob), weakness, and fatigue. The patient received prednisone 50mg po, solumedrol IV x 2, albuterol, atrovent, and duoneb. Despite these interventions, she continued to wheeze and feel short of breath. The patient denied any recent fever, chills, cough, or chest pain. The patient stated that her sob felt like her typical asthma exacerbations. The patient was admitted into the hospital the same day on (B)(6) 2012. During the patient's hospital stay, the patient continued on duonebs and solumedrol 30mg IV for four days and showed continuous improvement. Early on the morning of her fourth hospital day, the patient suffered another asthma exacerbation, which required two duoneb treatments and 5l o2 via a nasal cannula to ease her work of breathing and restore her oxygen saturation to normal levels. Arterial blood gas at the time showed a ph of 7.4, pco2 40.9, po2 83.1, and a biocarbonate of 26.5. By the patient's 6th hospital day, she was able to wean off supplemental oxygen. She was also transitioned to oral prednisone 60mg daily. Her wheezing was significantly improved and the post-procedural pain from the bronchial thermoplasty was well controlled with ultram. In addition, a chest x-ray was performed and was negative. Throughout her hospitalization, the patient's blood glucose levels were well above normal ranging from 236-334 mg/dl. A hemoglobin a1c was obtained and valued 6.7. It is likely that the patient's hyperglycemia is secondary to high level steroid use. The patient was maintained as an inpatient on glargine insulin for basal control with a correctional lispro sliding scale. The patient was also advised to follow-up on her hyperglycemia with her primary care physician. According to the investigator, the patient has some insulin resistance that was aggravated by steroids. This is not related to the bronchial thermoplasty procedure but due to the asthma exacerbation that occurred after the bronchothermoplasty procedure. The patient was discharged from the hospital on (B)(6) 2012. The patient is scheduled to follow up with her primary care physician on (B)(6) 2012 and with the pulmonary clinic on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6), 2012: (B)(6). **additional information received since (B)(6) 2012** according to the complainant, the patient's asthma exacerbation was considered resolved as of (B)(6), 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(6) study. On (B)(6), 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully. Within thirty minutes of undergoing the bronchial thermoplasty procedure at 08:30, the patient experienced exacerbation of her asthma with symptoms including shortness of breath (sob), weakness, and fatigue. The patient received prednisone 50mg po, solumedrol IV x 2, albuterol, atrovent, and duoneb. Despite these interventions, she continued to wheeze and feel short of breath. The patient denied any recent fever, chills, cough, or chest pain. The patient stated that her sob felt like her typical asthma exacerbations. The patient was admitted into the hospital the same day on (B)(6), 2012. During the patient's hospital stay, the patient continued on duonebs and solumedrol 30mg IV for four days and showed continuous improvement. Early on the morning of her fourth hospital day, the patient suffered another asthma exacerbation, which required two duoneb treatments and 5l o2 via a nasal cannula to ease her work of breathing and restore her oxygen saturation to normal levels. Arterial blood gas at the time showed a ph of 7.4, pco2 40.9, po2 83.1, and a biocarbonate of 26.5. By the patient's 6th hospital day, she was able to wean off supplemental oxygen. She was also transitioned to oral prednisone 60mg daily. Her wheezing was significantly improved and the post-procedural pain from the bronchial thermoplasty was well controlled with ultram. In addition, a chest x-ray was performed and was negative. Throughout her hospitalization, the patient's blood glucose levels were well above normal ranging from 236-334 mg/dl. A hemoglobin a1c was obtained and valued 6.7. It is likely that the patient's hyperglycemia is secondary to high level steroid use. The patient was maintained as an inpatient on glargine insulin for basal control with a correctional lispro sliding scale. The patient was also advised to follow-up on her hyperglycemia with her primary care physician. According to the investigator, the patient has some insulin resistance that was aggravated by steroids. This is not related to the bronchial thermoplasty procedure but due to the asthma exacerbation that occurred after the bronchothermoplasty procedure. The patient was discharged from the hospital on (B)(6), 2012. The patient is scheduled to follow up with her primary care physician on (B)(6), 2012 and with the pulmonary clinic on (B)(6), 2012. Baseline spirometry values: visit date: (B)(6), 2012. (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). (B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) revealed no anomalies that could be related to this event. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list exacerbated asthma as a possible adverse event related to the procedure. The most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
Additional information received since (B)(6) 2012. MFR name: boston scientific corporation (B)(4). Study source: (B)(4).